Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing surgical suture with the product, the needle broke with extreme facility, disconnecting from the wire.